Event description:
The customer reported that the system intermittently shuts down. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power switch. The system is operating as intended.